Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on photographic evidence of an a ar-8990 batch 15309027. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to off-axis insertion and bone preparation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On november 24, 2025, an arthrex subsidiary employee reported via (B)(4) that the ar-8990 fibertak dx would not perform and pulled out. This was discovered during use with no patient harm.